Manufacturer narrative:
The investigation is still ongoing.

Event description:
It was reported by our japanese affiliate that the patient had a transaortic tavr procedure placing a 26mm sapien 3 valve. After crossing the native valve, the valve was pulled back to the ascending aorta to perform the rapid pacing test. However, when pulling back the valve and the tip of the certitude sheath were interfered, and it was observed in fluoroscopy that the valve moved to the distal side of the certitude delivery system (ds). It was determined the valve could not be deployed correctly; a decision was made to replace the tavr kit with a new one. When trying to withdraw the valve back into the sheath, the valve could not be fully withdrawn into the sheath. Then the delivery system with the valve was withdrawn with the sheath. The second certitude sheath was inserted to the puncture site, and we tried to achieve hemostasis, but the slow bleeding could not be stopped. The blood pressure dropped; the patient was then put on cardiopulmonary bypass. When the blood pressure recovered and hemodynamics became stable, the 26mm sapien 3 valve was deployed with nominal volume. The cardiopulmonary bypass was weaned off and the patient left the operating room. The next day the patient expired due to bleeding from an unknown point. The relationship between the bleeding and the edwards device is unknown.

Manufacturer narrative:
A supplemental MDR is being submitted due to engineering evaluation findings. Sections g6, h2, h6: type of investigation, investigation findings, investigation conclusions and conclusions in this section have been updated. The device was not returned to edwards for evaluation. The complaint investigation was conducted, using a technical summary written by edwards lifesciences. This issue is not related to a manufacturing deficiency, design, reliability, use error, labeling, or device related infection and therefore device history record (DHR) review is not required for this event. This event is within scope of this technical summary and there is no evidence to support a manufacturing/design non-conformance. Therefore, a lot history review is not required. There is no evidence to support that a design/ manufacturing defect has potentially contributed to the complaint; therefore, a manufacturing mitigations review is not required. A review of the relevant instructions reveals similar content as documented in the technical summary. Therefore, the review of the instructions/manuals within the technical summary remain equivalent to the instructions/manuals for this complaint event. The content adequately provides warnings and instructions for use regarding the reported complaint event. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The complaints were unable to be confirmed as no device or imagery were provided for evaluation. Additionally, a review of IFU/training materials revealed no deficiencies. Per event description, after crossing the native valve, the s3 valve was pulled back to the ascending aorta to perform the rapid pacing test. But when pulling back the s3 valve, the s3 valve and the tip of a certitude sheath were interfered, and it was observed in fluoroscopy that the s3 valve moved to distal side of a certitude delivery system (ds). Although trying the s3 valve to be withdrawn back into the sheath, the s3 valve could not be fully withdrawn into the sheath. Based on the event description, it is possible that when the valve was pulled back, it may have interacted with the certitude sheath tip, causing it to move distally on the balloon. If the interaction between the valve and the certitude sheath continues during withdrawal, it can result in withdrawal difficulty. A product risk assessment is not required because there are no confirmed product or labeling/IFU/training material non-conformances affecting distributed product and no other triggers have been met. A CAPA/scar is not required because an edwards/supplier defect which could have resulted in the complaint was not confirmed. The IFU and training manuals have been reviewed, and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. As such, neither a product risk assessment, nor corrective or preventative actions are required.